Event description:
It was reported when using the bd pyxis medstation es system remote manager door sensor failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was out of alignment with hasp. The field service engineer reseated remote manager and hasp, applied conductive grease to micro switches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.